Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the end user could not restart the pump and declined troubleshooting with support. Per reporter residual volume was: 6.7, rate 2.2 and 95.35 was given. No adverse patient effects were reported. No additional information is available at this time.